Manufacturer narrative:
Investigation evaluation: our evaluation of the returned wire guide confirmed the report. The sphincterotome was not included in the return. Only the wire guide was returned. On the wire guide, approximately 14 cm from the distal end is a 13 cm section of exposed core wire. The coating has rolled over itself towards the distal end. There is a slight bend near the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because all of the device components were not returned. This limits our ability to conclusively determine a cause. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all fusion pre-loaded with acrobat wire guide are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The physician locked the elevator of the endoscope and the wire stripped at the 25 cm mark. No section of the device detached and became free inside the patient. The procedure was completed with this device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.